Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department for palpitations and feeling lightheaded. Information received on the remote transmission was reviewed by qualified personnel and it was suspected that the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.